Event description:
It was reported that the device was used during a laparoscopic diaphragmatic hernia repair, the outer valve detached and fell into the pt, the piece was retrieved. A new device was opened to complete the case. There were no adverse pt consequences.